Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Therefore the event cause could not be determined. (B)(4).

Event description:
Medtronic received report that the patient suffered an internal cerebral hemorrhage (ich) in the left m2 after the mechanical thrombectomy procedure. The distal left m2 was occluded and was revascularized, after one pass of the mechanical thrombectomy device. The anatomy was reported to have been tortuous. The procedure was completed with no immediate complications. Approximately 7 hours post treatment, the physician was notified that the patient had suffered an ich. The patient was retreated by evacuation of the hematoma. Per the physician, the ich is believed to have been anatomy related and not device or procedure related. No other events were reported.